Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the scs system was removed and replaced with a competitor's device. The patient is doing well following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a procedure to relocate the patient ipg on (B)(6) 2017 (reference MFR. Report# 1627487-2017-0066598), the patient's ipg became inoperable. Subsequently, the patient will undergo surgical intervention to address the issue.